Event description:
It was reported that the customer's blood glucose went up to 481 mg/dl, following infections in her legs. The customer treated with the insulin pump and had no back-up plan. She was advised to call her doctor to discuss the situation. She declined to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.